Manufacturer narrative:
The event is currently under investigation.

Event description:
Description of event: on (B)(6) 2016) the site reported a distal type I endoleak at another manufacturer's stent. The core lab review (received 19-feb-2016) of the 1 month CT shows a distal type I endoleak at the right common iliac leg (opposite side branch-right) in addition to the type I endoleak at the stent (another manufacturer). On (B)(6) 2016, the patient received the following devices: branch graft: zbis-12-61-58 left eia; zenith aaa main body: tffb-32-82-zt; iliac leg graft (same side as branch-left): zsle-16-74-zt; iliac leg graft (opposite side branch-right): zsle-16-74-zt; another manufacturer's stent. A molding balloon was used without difficulty. Post-procedure angiography revealed patent devices with a type ii endoleak and no kinks. The patient was discharged from the hospital on (B)(6) 2016 (one day post-procedure). Patient outcome: a secondary intervention was performed on (B)(6) 2016 during which an additional stent (another manufacturer) was placed into the left internal iliac artery. At the conclusion of the si, no endoleak was seen by the site. Core lab review of the si completion angiogram is not yet available.

Manufacturer narrative:
A review of the complaint history, device history record, instructions for use (IFU), specifications, trends, and quality control was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. However, a document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. The instructions for use state that vessels that are significantly calcified, occlusive, tortuous or thrombus lines may preclude placement of the endovascular graft and/or may increase the risk of embolization. The image review confirmed a type ib endoleak around the right leg zsle. Type I endoleaks occur due to incomplete dilation of the stent graft, deployment location, aortic tortuosity, angulation, sizing, or due to change in aortic conformation. Type ib endoleak occurred at the distal aortic attachment site. According to the image review, the endoleak occurred possibly due to the aortic conformation. It was noted that the proximal right common iliac artery (cia) was narrowed and the pre-implantation sealing zone diameter was 17 mm distally and 23 mm proximally. Therefore, the funnel-shaped distal seal zone was larger than 16 mmzsle. However, the right type ib endoleak was secondary to the undersized zsle. This undersized graft would have caused the blood to flow around the graft or migrate slightly downwards. The complaint report indicates that the patient had pre-existing conditions like mild tortuosity, moderate occlusive disease and moderate calcification, which caused change in the shape of the iliac artery and degraded the initial seal. Calcified arteries create difficulty in obtaining an adequate proximal seal and prevent the graft from expanding and molding to the architecture of the neck and therefore increase the risk of type I endoleak. Therefore, it could be possible that the placing the graft in a heavily calcified vessel would have caused type ib endoleak. Due to the information in the complaint report and the image review, the root cause of the type ib endoleak is "product planning related - procedure related." This was chosen due to the fact that the endoleak possibly caused due to undersized zsle, as the funnel shaped distal seal zone was larger than 16 mm. This undersized graft would have caused the blood to flow around the graft or migrate slightly downwards. The second root cause for the type ib endoleak is possibly "procedure related - patient condition related to occurrence." This was chosen due to the patient's pre-existing conditions, as a bigger diameter graft would have been chosen due to patient's poor anatomy, and calcified arteries would have created difficulty in obtaining an adequate proximal seal which caused endoleak to occur. Image review also noted that the artery was narrowed at the proximal right cia. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.